Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the dermabond broken according to instructions for use (IFU)? Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Was the ampoule crushed repeatedly? What was done to treat the shard penetration? Was medical or surgical intervention required? What is the status of the nurse injury today? Was the product sterilized or subjected to any other processes before application?

Event description:
It was reported that a robotic colectomy procedure was performed on (B)(6) 2016 and topical skin adhesive was used. During the procedure, the nurse cracked a vial and a piece of glass poked through and punctured the skin. The nurse bandaged the puncture and returned to the procedure. Another device was used to complete the procedure. Additional information has been requested.